Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2019-00369.

Event description:
The user facility reported an issue with two r2p destination slender sheaths. The case was a bilateral percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) via the left radial artery. Left radial access was gained with a short 6fr glidesheath slender. They performed an aortagram as well as a left lower extremity (lle) run-off. Stenosis was noted in the mid popliteal and they wanted to place a destination slender. Once the sheath was inserted and dilator was removed, the physician noticed there was a hole right at the strain relief, which they believe could potentially be because the valve was twisted too tight prior to insertion. They started to remove the sheath immediately with the dilator out, as he removed the sheath it became almost completely unraveled, hanging on by one filament. The doctor asked for another 119 cm sheath. The second sheath they pulled from their shelf was kinked about 1-2 cm from the strain relief. The kink was noticed immediately, after opening the package, so they did not flush or remove sheath from casing. The physician was nervous about the kink he used another r2p sheath and everything went smoothly from that point on, with a great outcome for the patient. Physician reported that the patient lost approximately 20-30cc of blood. The patient was stable, and the procedure outcome was successful.